Manufacturer narrative:
After analysis the allegation against this product was confirmed. The unit failed to output its stated voltage. The green led in the power cord was not lit. An audible ringing was generated by the power brick each time it was plugged into an ac power receptacle. Further analysis found that the power brick was physically deformed at the area where the cord comes out of the power brick.

Event description:
Boston scientific received information that when the patient plugged the communicator power brick into the electrical outlet the cord that comes out of the power brick sparked and started to burn/smell/smoke and there was a meltdown on it. She said that "it wasn't her electrical outlet, it was on the power brick cord (she said it kind of "spit at us"). She used the outlet after that and made sure it worked and it did. There were no adverse effects to the patient. A replacement communicator will be sent to the patient.